Event description:
While performing a blind central catherization, the resident snagged the filter with a guidewire and the filter was pulled into the right atrium. The attending physician snared the filter and pulled it into the right inferior jugular. The filter was then surgically removed. The pt suffered no adverse effects as a result of this occurrence.